Manufacturer narrative:
The device was returned to olympus for inspection a root cause of the reportable malfunction could not be specified. Based of the results of the investigation, there was corrosion of the electrical (el) part contacts. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation that there was corrosion of the electrical (el) part contacts. There was no patient involvement.